Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the physician¿s office with complaint of chest pain/sternal discomfort. The patient had visited the emergency department on two different occasions post implant complaining of chest discomfort. The patient had x-rays and a CT scan done at the emergency department. Upon interrogation in office, the r waves had dropped. In addition, the patient was symptomatic to rv pacing. Review of the chest x-ray showed the rv lead no longer in the same position from the post implant and pre-discharge x-rays. The CT scan showed the tip of the rv lead was resting in the intercostal space between two ribs and outside of the heart border. No pericardial effusion was noted by the physician. The lead was later extracted successfully and a new lead was implanted. Patient was stable prior and during the procedure, and was discharged home the following day.